Event description:
Rptr experienced generalized hives, allergic rhinitis, swollen eyes, asthma and some lupus-like symptoms when exposed to latex gloves or other latex products. Rptr's allergist is investigating the possible relationship between the positive ana, lupus sx, and latex allergy.